Event description:
Additional information was received stating that programming history was downloaded from the handheld device and reportedly mailed to the manufacturer. The programming has not been received to date.

Event description:
The nurse practitioner reported that device diagnostics resulted in high impedance three days after implant. It was reported that diagnostics showed "no lead impedance" after this day. Attempts to have the programming history downloaded from the nurse practitioner's handheld and sent to manufacturer for review have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.